Event description:
Report received from USA stating that the oil in the device was contaminated possibly by blood. The device was not used in surgery. There was no injury reported. The date of event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).